Event description:
The customer reported intermittent operation with the rd cable. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. Visual inspection found no physical damage. The cable passed continuity tests, no short or open connection was detected, and no intermittent short or open connection was detected when the cable was manipulated. The cable passed functional tests and was able to obtain spo2 and pulse rate values. The returned cable and a lab sensor were placed on simulator for 15 minutes continuously and no problem was found. The cable was able to obtain spo2 and pulse rate values throughout the entire 15 minutes of testing. During evaluation the cable passed all visual and functional testing. The cable was found to be functioning as designed.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported intermittent operation with the rd cable. No patient impact or consequences were reported.